Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle tipless stone extractor was used during a transurethral lithotripsy (tul) procedure. However, because the basket became unable to open/close after the third attempt of stone removal, another ntse-015115 from hospital's stock was used instead. There have been no adverse effects to the patient reported. Additional information was received on (B)(6) 2018. It has been clarified that the extractor basket became unable to open/close after the third stone removal.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One ncircle tipless stone extractor was returned for investigation. The returned packaging confirms complaint device lot number 9005807. The device was returned with the handle and the basket formation in open positions. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3 cm in length. Functional testing determined the handle actuates the basket formation. A visual examination notes one wire pulled out of the distal cannula. There are kinks located at 14 cm from the distal tip, again at 34.5 cm, 35 cm, 37.5 cm, and 109.5 cm from the distal tip of the basket sheath. The customer stated the basket became unable to open/close, but function test determines the handle actuated the basket formation. Results of the investigation differs from the customer¿s problem statement. A review of the device history record found there were no non-conformances related to this failure mode. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 9005807. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The reported issue was that the basket of the device would not open/close, however the returned device was found to open/close. The returned device did not match the reported event information. The complaint device was found to have had one of the basket wires pulled free from the basket cannula. The cause for this issue could not be established. Measures have been initiated to address this issue. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.